Event description:
Study event. Device malfunction: none. Symptoms / ae: stroke. Time of ae: during the procedure. It was reported that during a left internal / common carotid stenting procedure, a few minutes after placement of the third stent, the pt experienced a stroke. The pt had right sided weakness and difficulty with speech. After 16 minutes, symptoms were resolving, however, later that evening and into the next morning, the difficulty with speech returned and worsened, the pt could not move his right upper extremity and he reported a headache. An angiogram was done and results showed a good blood glow. A CT was done and was normal. One day post procedure, integrilin was started. Two days post procedure, the pt was improving and the pt began speech, physical and occupational therapies. Three days postprocedure, the pt continued to improve. Four days postprocedure, integrilin was discontinued and the pt was discharged to home with a referral to occupational and physical therapy. Although requested, there is no add'l info available.

Manufacturer narrative:
The device was discarded. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Stroke and headache are known possible adverse events associated with the use of embolic protection systems with a carotid stent, as stated in accunet instructions for use. There were no device issues reported.